Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 428 mg/dl at the time of incident. The customer was treated with manual injection. Customer also reported that the insulin pump had insulin flow blocked alarm and insulin was exited. Customer also stated that the cannula was bent. The customer declined troubleshoot for recurring alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion during therapy not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.